Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 stopped cauterizing. It was not heating and was not cutting tissue. No energy was active. No additional incisions. Time added to open new kit. New kit used to finish case. No patient's effects were encountered.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/28/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the base of the jaws. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. An activation and transection capability test was performed over four(04) repetitions using "max life test method stm2048073. The device activated and transected tissue four (04) times with no cautery failure observed. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a